Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient provided their weight at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that when the patient turned stimulation on, it made him feel like he needed to go to the bathroom. Patient reported he only wanted stimulation in his back. Additional information was received from a consumer. It was reported that the cause of the feeling like they have to go to the bathroom stimulation is on was the way that they had it programmed, or it could have been because they had a couple of falls that might have knocked it off. The actions taken were that they met with a manufacturer's representative (rep) for programming on (B)(6) 2017. The issue has resolved at this time. The circumstances that led to the feeling like they have to go to the bathroom reckons that they had a fall.